Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The device was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in the bolus history screen. No bolus anomaly noted. No cosmetic damage noted.

Event description:
It was reported that the boluses were not being seen in the bolus history of the insulin pump. Troubleshooting was performed with the caller and the test bolus was seen in the bolus history. The self test passed. The alarm history was okay. But, the bolus registry anomaly persisted, as it was reported by the caller, at a later time, during a call back. There was a bolus delivered and the customer's blood glucose had decreased to 24 mg/dl, about two hours later. Nothing further was reported.